Event description:
It was reported that the air dermatome was not working properly. The skin was coming up very thin even when an adjustment was made to the graft settings on the dermatome. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Parts replaced included; head bearings, calibrating shaft, "o" ring, seal and retaining ring, and hand piece assembly. The device was repairs according to procedure and returned to the customer. The device was purchased in 1998. A review of service records show that the device has only received calibration and preventive maintenance service at zimmer osp in april 2001 and may 2009. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."